Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 14 october 2019 for MDR reportability. On (B)(6) 2014, the patient underwent total left knee arthroplasty due to degenerative joint disease. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and unknown cement. On (B)(6) 2016, the patient underwent a left knee revision due to loosening and pain. The surgeon reported synovitis throughout the knee and a major synovectomy was performed. He noted complete loosening of the tibial component. The surgeon reported excellent fixation of the femoral component, though it was revised. He noted the patellar component was well-fixed to the patella, was not damaged, so was not revised. The patient was implanted with competitor knee system and smartset bone cement x 2. There were no complications reported. Doi: (B)(6) 2014; dor: (B)(6) 2016; (lt knee).